Event description:
It was reported that (1) ems was used during a lap hernia repair procedure. It was reported by the affiliate that the handle was hard to close because the staples jammed. Opened another stapler for two staples and then threw out the other ones. No adverse pt outcome.